Event description:
Due to a vaginal prolapse, a surgical mesh was used. A total of 3 surgeries (the first and date of event (B)(6) 2003) were required over a span of 3 years. The third and final surgery performed (B)(6) 2005 was done to find cause for complications. Medical advisors never offered that the mesh was a potential problem. The surgeon in the third operation, looking for a cause, was looking for cancer, but found none. It was complications from this third surgery that led to death. In hindsight, the family now suspects that complications were caused by the surgical mesh.